Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The display and back light were checked, and the start up and self test were checked, no observations. It was noted that the visibility in menu 4 was a little too dark, so the display was adjusted. It was noted that the battery contacts were contaminated. (B)(4).

Event description:
It was reported that the menu display does not stay on, it only works for about one second. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.